Event description:
My severely arthritic knee was replaced with a zimmer biomet prosthetic knee. I have had nothing but pain since the knee surgery 19 months ago. The surgeon has tried to attribute the pain to spinal stenosis. Two spinal surgeons, one from the (B)(6), dr. (B)(6), and the other was from (B)(6), dr. (B)(6), both surgeons have said I had mild to moderate spinal stenosis but the location of the narrowing of the spine does not cause knee pain. Now they are considering high frequency radio ablation. Every test and examination always results in the conclusion the problem is in the knee replacement. I am currently on pain medication to relieve the unrelenting pain. This surgery has not only affected me physically but emotionally as well.